Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 5.8 mmol/l. The customer stated down arrow key does not recall. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.